Manufacturer narrative:
Cyberonics, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that cyberonics has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA.

Event description:
Clinic notes dated were received indicating that a patient was being referred for generator replacement surgery due to the battery reaching end of life and that the patient had experienced an increase in seizures due to the depleted battery. A blc performed with very limited data indicated 0.7 years remaining until neos = yes. The patient underwent generator replacement. The explanted generator was returned for product analysis with a stated reason for explant of battery depletion. Product analysis found no anomalies with the pulse generator. The generator performed according to functional specifications and did not show a low battery condition. Subsequent follow-up with the treating neurologist indicated no other known cause for the increase in seizures other than the end of service condition they believed existed. The patient's caregiver stated that she thought the initial increase in seizures was above the patient's pre-vns seizure rate and stated that since the time of generator replacement the patient has not experienced any seizures.